Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output or telemetry. The device was running in test code instead of product code. This was the cause for the reported interrogation anomaly. After the product code was downloaded, the device could be interrogated normally. (B)(6).

Event description:
It was reported that the pulse generator could not be interrogated while still in the box. The device was not used.